Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the trach tube flange broke off while in use with patient. Patient decannulated and had a desaturation and needed reinsertion with extra oxygen due to decannulation and decompensation. There was a patient involvement and there were no additional adverse consequences.